Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right proximal humerus with diagnosis "loose right humeral stemmed component" and notes "ph: revision r custom tsr (siw glenoid shell, and uncemented stem, with periprosthetic fracture treated with a plate). Ppf healed but over time the stem has loosened and now requires revision."

Event description:
A patient specific implant prescription form was received for the patient's right proximal humerus with diagnosis "loose right humeral stemmed component" and notes "ph: revision r custom tsr (siw glenoid shell, and uncemented stem, with periprosthetic fracture treated with a plate). Ppf healed but over time the stem has loosened and now requires revision."

Manufacturer narrative:
Reported event: an event regarding loosening of a humeral stem, involving a patient specific total shoulder replacement. The event was confirmed by x-ray review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a total shoulder replacement which was inserted on (B)(6) 2015. The clinician reported the loosening of the humeral stem. The CT scan provided showed the radiolucent lines along the humeral stem, between the bone and cement, and between the cement and the implant. In addition, the humeral bone is very porotic with multiple osteolytic legions on the cortical bone. Therefore, the radiographic assessment can confirm the reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 26 aug 2015 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from on (B)(6)2017 to present for similar reported events regarding a patient specific, total shoulder replacement, humeral stem, loosening. There have been no other events. Conclusion: on the 11th of feb 2020 it was reported by the sales rep that the patient regularly performed rigorous diy and gardening , and the surgeon feels this increase in activity level has caused the loosening of the humeral shaft, however, no further investigation for this event is possible at this time. This is because no devices and insufficient information was received, if devices and additional information become available to indicate further evaluation is warranted, this record will be reopened.